Event description:
The customer's mother report that on (B)(6) 2014 at 6:28 pm, her daughter activated a new pod and her blood glucose was reading between 142 to 244 mg/dl for the next day and a half. On (B)(6) her bg, carbohydrate intake and insulin history. At 2:07 pm, the pod was deactivated and she noticed the cannula was kinked.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.